Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant upstream occlusions, which was reproduced while troubleshooting the device. A review of the event history log verified multiple "upstream occlusion" messages. Evaluation determined the cause was an out of specification ultrasonic sensor which failed attempted calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant upstream occlusion alarms. There was no patient involvement. No additional information is available.